Manufacturer narrative:
Product eval summary: prior to decontamination, both the stent and the catheter were observed. No visible flaws were seen on the catheter. The stent cell structure was restricted in one area and expanded in another. Following decontamination under the microscope, the tip/lumen was inspected and a slight necking of the tip lumen at the distal end where it interfaces with the ratchets was observed. There were no markings on the tip that would indicate interaction with the stent. The tent was viewed under the microscope. No kinks or damage was noted other than the areas of restriction and expansion. The expanded area was approx 40mm from the coupling end and the restricted area was 90mm from the coupling (proximal). The expanded area was likely caused by the tip becoming entrapped in the body of the stent. When the tip was pulled through the stent, the crossing area expanded which had caused a reciprocal effect of restriction distal to the area. It was determined that the even was due to incorrect stent loading during mfg. A review of the device history record did not indicate an issue during stent loading. This is the first event of this kind received. A CAPA was opened to investigate and mitigate this mfg process error from occurring. This event occurred in (B)(6)where the supera stent holds the ce mark for biliary and vascular indications.

Event description:
The physician was treating a pt with an av access prosthesis in his forearm. The pt had an occluded basilic vein different vein of access. The occluded vein was successfully recanalized with a balloon; however, recoil of the vein was observed. The physician decided to place a supera stent in the vein. The deployment went well, however, when the physician was removing the catheter, the catheter tip became entangled within the stent. The stent and catheter were removed with no affect to the pt or access prosthesis. Another supera stent was successfully placed.